Event description:
It was reported that pump modules were assessed and two were found with a broken bezel. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump modules were assessed and two were found with a broken bezel. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. Investigation summary: the report of the broken bezel was confirmed by a bd representative during site visit, however, the reported issue could not be investigated since there were no devices returned for investigation. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the broken bezel could not be determined since no devices or logs being returned for inspection. However, during a visit by a bd representative, the event was confirmed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.